Event description:
Complaint received from dm via e-mail (with insufficient information) on (B)(6) 2022--did (B)(6) 2022. As reported to customer relations: "I was made aware of a product complaint today regarding our zilver 635 stent. Upon further investigation, I learned that the issue was due to user error. I spoke with the doctor in the case, dr. (B)(6) and he tried to recapture the stent. These stents are not recapturable. He also tried to reposition it and that is not something you can do with this stent. I will be retraining the staff next week as well. I am not sure what other steps you will want to take but I am reporting this incident. The incident happened last week but I was only made aware of it today." Did any section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Additional information provided by dm on (B)(6) 2022: "zilver biliary stent placement 100% user error. Physician tried to recapture stent retrieved by forceps"

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from dm via e-mail (with insufficient information) on 28jan2022--did 04feb2022. As reported to customer relations: "I was made aware of a product complaint today regarding our zilver 635 stent. Upon further investigation, I learned that the issue was due to user error. I spoke with the doctor in the case, dr. (B)(6) and he tried to recapture the stent. These stents are not recapturable. He also tried to reposition it and that is not something you can do with this stent. I will be retraining the staff next week as well. I am not sure what other steps you will want to take but I am reporting this incident. The incident happened last week but I was only made aware of it today." Did any section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Additional information provided by dm on (B)(6) 2022: "zilver biliary stent placement 100% user error. Physician tried to recapture stent retrieved by forceps."

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0065-3) states the following: ¿the stent is not intended to be removed and is considered a permanent implant. Attempts to remove the stent after placement may cause damage to the surrounding mucosa¿. ¿these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), leave the stent in place. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3) the user wasn¿t happy with the initial place that he positioned the stent. He decided to try and move it slightly as he thought that the zilver stent was recapturable. When he tried to recapture it and pull back on the sheath, the laser cut design of the stent caused it to stretch and come apart (most likely because it got stuck on the outer catheter). At that point, he used forceps to remove the stent. Root cause review: a definitive root cause of user error was identified from the available information. The instructions for use state that these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), leave the stent in place. It is known from the available information that the user wasn¿t happy with the initial place that he positioned the stent. He decided to try and move it slightly. He thought that the zilver stent was recapturable. He tried to recapture it and pull back on the sheath, the laser cut design of the stent caused it to stretch and come apart (most likely because it got stuck on the outer catheter). At that point, he used forceps to remove the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted to update to the imdrf coding on 16-nov-2023

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0065-3) states the following: ¿the stent is not intended to be removed and is considered a permanent implant. Attempts to remove the stent after placement may cause damage to the surrounding mucosa¿. ¿these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), leave the stent in place. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3) the user wasn¿t happy with the initial place that he positioned the stent. He decided to try and move it slightly as he thought that the zilver stent was recapturable. When he tried to recapture it and pull back on the sheath, the laser cut design of the stent caused it to stretch and come apart (most likely because it got stuck on the outer catheter). At that point, he used forceps to remove the stent. Root cause review: a definitive root cause of user error was identified from the available information. The instructions for use state that these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), leave the stent in place. It is known from the available information that the user wasn¿t happy with the initial place that he positioned the stent. He decided to try and move it slightly. He thought that the zilver stent was recapturable. He tried to recapture it and pull back on the sheath, the laser cut design of the stent caused it to stretch and come apart (most likely because it got stuck on the outer catheter). At that point, he used forceps to remove the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.